Event description:
Customer's mother initially called to report that he was having issues with the insulin pump and they need it to be replaced. Customer's mother stated that the customer was hospitalized the end of (B)(6) 2013 due to high blood glucose and dka. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window, cracked reservoir tube.